Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, prime, and excessive no delivery tests. All operation currents are within specification. The device had minor scratched display window, cracked window corner, cracked battery tube threads, cracked lcd window, and cracked reservoir tube lip. The reservoir did not lock properly inside the reservoir tube lip to the broken reservoir tube lip and missing reservoir tube o-ring. (B)(4).

Event description:
The customer reported via phone call, the insulin pump wasn't delivering insulin. Customer's blood glucose was 440 mg/dl. She also had noticed the device had a crack on the device and was missing plastic. Customer stated the plastic at the top of the reservoir compartment was cracked and is not holding the reservoir in place. During the night the reservoir had fallen out of the device. Customer's attempted to lower her blood glucose by changing out the reservoir but it continued to fall out in her pocket. Customer was advised the device needed to be replaced and agreed to return it for analysis.